Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker system exhibited noise on all channels. It was suspected that the noise on the right atrial and right ventricular channels was due to insulation issues on the leads, however, it has not been confirmed. On the left ventricular channel, it is suspected that it was due myopotential noise. Additionally, oversensing was observed. Further evaluation of the system was discussed. This lead remains in service. No adverse patient effects were reported. Additional information was received detailing that a system revision was performed, and no indications of an insulation issue were noticed on the leads. It was decided to only explant and replace the device. This lead remains in service. No further adverse patient effects were reported.